Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "a right deflation".

Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: one linear opening, wear abrasion and fold creases. Leak test and microscopic analysis was performed which identified, one opening crack and one opening crease smooth. Based on the device analysis, the final assessment is: one opening crack assessed, as cracked valve seat diaphragm valve. One opening crease smooth in the side radius assessed, as fold flaw opening.

Event description:
Healthcare professional reported, right side deflation. Device has been explanted.